Event description:
It was reported by service report that the restraint straps had cuts and holes. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - restraint straps.